Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the handpiece and was temporarily retained in the patient. An incision was made and the the needle piece was removed.